Manufacturer narrative:
Evaluation summary: leakage at lg-connector / connector housing, dirt at the o-ring. The affected area overhauled and cleaned. Correction information g6: follow up #1 h2: type of follow up h4: device manufacture date h6: coding changed based on the investigation result

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Leakage at lg-connector / connector housing, dirt at the o-ring. This event occurred at the time of during inspection. There was no report of patient harm.